Event description:
It was reported that while pulling out the grasper at the end of a lap cholecystectomy procedure, a piece of the device came off and fell into the abdomen. They were able to retrieve the piece. The device will be returned.

Manufacturer narrative:
(B)(4). Eval summary: the (B)(4) was received with the end effect broken. As each device is visually inspected and functionally tested during the mfg process, no conclusion could be reached as to how the damge to the device occurred. An investigation has been initiated. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.